Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: inratio: 1.7, lab: 3.8. Time in between tests: unk. Customer sometimes moves the meter while testing. Pt's therapeutic range was unk. Pt had no new medications. Replacement strips sent to customer.